Event description:
It was reported that the system 9800 had a left monitor communications failure and was not operable. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system interface and display adapter circuit boards were defective and were replaced. The system was tested and found to be working as intended and placed back into service.